Event description:
Caller states the patient tested 3.6 inr on the coaguchek s system while a comparison lab returned as 1.6 inr. The patient was treated with a heparin drip, and marcumar while in the hospital. No adverse event related to the device reported. Replacement was sent.

Manufacturer narrative:
The event occurred in another country..